Event description:
It was reported that the ilet displayed intermittent pairing-code pop-ups and then an update failure message, followed by a blue screen and automatic restart; after restart the device operated normally, but the dexcom g7 cgm was connected to the dexcom app instead of the ilet, requiring guidance to toggle settings and re-pair. Investigation included customer support review of on-device behavior, mobile app restart, and observation of successful device reboot with subsequent cgm re-pairing steps. Investigation of this case revealed a transient software or communication anomaly that resolved after restart, with no persistent display or alarm malfunction observed. No clinical symptoms associated with no cgm alerts reported. Outcomes included continued ilet function without further pop-ups without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software interaction leading to a momentary pairing prompt loop that corrected with a system restart.